Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia repair, incarcerated (including mesh insertion) midline, and an enterolysis, freeing of intestinal adhesion. The patient experienced abdominal pain.